Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity s anti-hcv results on multiple donor specimens. The customer stated those previously (B)(6) results were not correct and now same donor on alinity s processing module received (B)(6) results. The results provided were: donor 1: previous history=(B)(6) /on (B)(6) 2022 =(B)(6). Donor 2: previous history=(B)(6) / on (B)(6) 2022=(B)(6). Donor 3: previous history=(B)(6) / on (B)(6) 2022 =(B)(6). Donor 4: previous history=(B)(6) /on (B)(6) 2022 =(B)(6). Donor 5: previous history=(B)(6) /on (B)(6) 2022 =(B)(6) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s anti-hcv reagent, lot number unknown. The ticket search determined that there is normal complaint activity for the likely cause list number. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A customer data review for all likely cause lns was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) of all available lots at scottish national bts (snb), across ous whole blood (wb) peer sites and all ous customer sites. Aggregated performance of all lots utilized at snb associated with the above likely cause lns across all ous customer sites, across selected ous whole blood (wb) peer customer sites and at snb is within product requirements. Note, the aggregated specificity for alinity s anti-hcv lot 22191be00 is lower than the product requirement of 99.5%. This however is a result of low specificity performance from a single customer site located in an area of higher hcv prevalence (modeled at approximately 3%). The performance of this lot at snb and peer sites is meeting requirements and similar in performance to other lots used at the site and across the peer group. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s anti-hcv reagent, lot number, unknown.